Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. No damages were observed that could be confirmed as a root cause for the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 316 mg/dl while wearing the pod between 36 and 48 hours on their leg. It was also reported that the cannula was shorter than usual and not properly inserted. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported that the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.